Manufacturer narrative:
Phone number: (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy effluent. It was not reported if the patient was hospitalized for the event. The cause of the peritonitis was not reported. On an unspecified date, the patient began treatment with cefazoline and ceftazidime (each 250mg, 4 times a day and intraperitoneally) for the peritonitis. At the time of this report, antibiotic treatment was ongoing and the patient was recovering from the peritonitis event. Peritoneal dialysis (pd) therapy was ongoing. No additional information is available.